Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient is very disappointed and distraught and said that the device has progressively quit working. No further complications were reported.

Manufacturer narrative:
Information contained in event description was previously documents in MFR 3004209178-2020-08897. Upon further review it was found that the information was relevant to this event so, event description is updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. They indicated that the issue had not been resolved and did not know what to do next. Additional information was received from the consumer. The patient did not have confirmation on cause and they tried to change programming and stimulation levels. When asked for resolution they said the ins is just not working properly. They had an appointment on (B)(6) with their healthcare professional. Additional information was received from the patient. When asked for circumstances leading to the issue, they responded with possibly a change in their activity level, more walking, standing, bending, and lifting. No actions had been taken yet as the patient did prefer to have another surgery because they have other health problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient does not think the device was working at all. The patient was having trouble getting it to do what it is supposed to do. When the patient uses the remote to see if there is any stimulation, they never feel the stimulation. The patient has increased stimulation but thinks they might need to increase it again. A return of bladder symptoms was reported, bladder incontinence, and can¿t make it to the bathroom. The patient said even if they feel they have to go they can¿t make it and it just pours out especially when they stand up. Patient says at night they have the urge to go before they get to the bathroom, and they ¿just go all over themselves.¿ the patient had been wetting the bed every night and had 2 pads on. The patient said it was like this in the beginning before they had the surgery. The patient said when the communicator is over the ins they feel the stimulation but when it isn¿t they did not feel stimulation. Patient services reviewed that the communicator being over the ins shouldn¿t have anything to do with if they feel stimulation or not. Patients current setting is 3.5 volts on program 1. While on the call the patient increased the stimulation to 4.0 volts. The patient said they do not have a managing healthcare professional and won¿t go back to the doctor. Patient services told the patient to monitor their symptoms for a couple days in a diary and see if their symptoms improve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause that led to the device not working and a return of symptom was due to the patient's change of activity level. No further patient complications are anticipated or expected as a result of this event.